Event description:
It was reported that prior to starting a da vinci-assisted hysterectomy - benign surgical procedure, the customer encountered an "insufflator disabled" message on the screen. The operating room (or) staff cycled the system power two times before calling. The patient was not in the room. The or staff confirmed the tower power button was flashing blue. The tower never powered on completely. The technical support engineer (tse) asked the or staff to cycle tower power. The tse asked the or staff to cycle tower circuit breaker for over one minute. The tse asked the or staff to disconnect blue fiber cables from the tower. The "insufflator disabled" message returned with flashing blue led on tower power button. The tse asked the or staff to power the robot and console in standalone mode. The staff confirmed the robot and console both completed power up with solid blue led on power buttons. The or staff planned to abort to another da vinci. The procedure was aborted to another da vinci prior to patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This unit was returned for failure analysis and the reported "insufflator has been disabled." Was confirmed and replicated. This issue is a symptom of a bricked unit. Upon visual inspection, no issues were found that would be related to the reported event. Performed bench testing on this unit and confirmed that unit is bricked. Unit was installed on the known good in-house and tower monitor did not show full display and power button kept flashing blue which attributes to the complaint. As a result of these findings, failure analysis was able to conclude that the tegra module is the root cause of the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.